Manufacturer narrative:
The tech found the side rail is missing the latch bushing and bolt. The tech replaced the side rail latch bushing and bolt to resolve the issue.

Event description:
The tech alleged the side rail is not latching. No pt impact.